Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering found that the clip loading irregularities were experienced upon actuation. The unit was disassembled for further evaluation and it was found that the unit was improperly assembled. The root cause of your experience is attributed to an error in manufacturing. Training has been conducted with manufacturing to develop a heightened awareness of this incident. This document represents our final report.

Event description:
Laparoscopic cholecyatectomy: "clips on applier would not close."

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.